Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer provided the device histroy log for review. The customer's report was observed during the review of logs. However, without receipt of the device component root cause could not be established using the logs alone. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including fast tests without duplicating the report. The error was cleared from the logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase trend.